Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Per medical records, the patient is an 87 year old female with a past medical history notable for recurrent pulmonary embolism, on chronic anticoagulation; chronic obstructive pulmonary disease; diastolic heart failure; and prior aortic stenosis, status post prior tavr in 2014, hypertension, hyperlipidemia. The patient now presented with shortness of breath (sob) and swelling in her lower extremities. The patient was found to need aortic valve replacement again and deemed not a surgical candidate. A tavr valve-in-valve procedure was scheduled.  Echo showed severe prosthetic aortic stenosis with leaflet restriction noted, trace aortic insufficiency; peak gradient 97.2 mmhg, mean gradient 65 mmhg and aortic valve area (continuity) 0.44 cm2, ef= 60%. Per echo report, there was ¿no prior study available for comparison¿. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion.  An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In this case, the cause of the valve stenosis could not be determined. It is possible that patient factors (the progression of pre-existing disease processes) may have been a contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, approximately 4 years and 4 months post tavr with a 23mm sapien 3 valve in the aortic position, a second valve (23mm s3ultra) was implanted.  The reason for the valve in valve procedure is unknown at this time.